Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon tried to fix finally the transverse connector by using trans-connector in the operation. The surgeon heard the sound of breaking metal and discovered that the tip of the screwdriver was broken. The fragment was not in the body and dropped outside of operative field. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Our investigations have shown that one tip of the forceps is broken off. The product in question is in-line with all specifications. Based on a normal standard use, it is generally difficult to damage the instrument. It is possible that too high applied force and/or incorrect placement on implant may have caused the deformation. This article was manufactured in may 2009, according to our specifications. No product fault could be detected.